Event description:
Low atrial lead impedance was noted at the first follow-up post implant. The patient continued to be monitored. In 2009, atrial lead impedance was less than 100 ohms. The lead was capped and replaced.

Manufacturer narrative:
Na